Event description:
In 2008, a female was implanted with a gore propaten vascular graft in an a-v access procedure in the upper arm from the previous access stump to the previous access stump. In the same month, the pt presented with an unusable graft. A thrill was unable to be felt upon palpation. Three months later, the graft was explanted. This is part of a data collection study from dr. Using the gore propaten vascular graft as an anteriovenous conduit hemodialysis vascular access in end-stage renal disease pts.